Event description:
Per tech (B)(4): dealer states the boom is going up and down by itself. Tech troubleshooted to unplug handset when boom is moving on its own. If movement stops then the handset is bad, if not then could be a bad controller the dealer stated the lift would raise and lower on it's own. The lift would stick. (B)(4).